Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The stm replaced the batteries to fix this issue. The stm installed 5000 hr kit as a pert of pm. The stm then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. (B)(6)

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra- aortic balloon pump (iabp) had batteries failed the runtime test. There was no patient involvement; thus no adverse event was reported.